Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate 3 lvas (left ventricular assist system), serial number (B)(6), cannot be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 outlines potential adverse events, including right heart failure, renal dysfunction, and bleeding, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." This section also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate 3 lvas (left ventricular assist system), serial number (B)(6), cannot be conclusively determined. Heartmate 3 lvas, serial number (B)(6), reportedly operated as intended and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 outlines potential adverse events, including multiple types of organ failure, bleeding, and death that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient's multiple system organ failure was not believed to be device or therapy related.

Manufacturer narrative:
H6: health effect clinical code 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is reopened and completed.

Event description:
Additional information: the patient passed away on (B)(6) 2023 due to multisystem organ failure.

Event description:
It was reported that the patient was started on continuous renal replacement therapy (crrt) with a creatine level of 2.46 to remove excess fluid volume which later progressed to intermittent dialysis on (B)(6) 2023. On (B)(6) 2023 the patient was transferred back to the intensive care unit due to low flow alarms associated with right heart failure. The patient was given milrinone, levophed (norepinephrine), and epinephrine to the low flow alarms. An echocardiogram revealed severe right heart failure. On (B)(6) 2023 the patient's hemoglobin dropped to 7.1 and blood was found in the patient's stool, however, the patient was able to stabilize with no blood needing to be given. On (B)(6) 2023 the patient went into respiratory arrest. A bronchoscopy was performed and a mucus plug was removed. They resumed crrt on (B)(6) 2023 with a creatine level of 3.32. The patient remains on crrt.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.